Event description:
Returned device analysis found that the shaft was not separated, but that there were bends in the hypotube. The account confirmed that this was incorrectly reported and the shaft kinked, but did not separate. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Bends/kinks were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The shaft separation was not confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat two 90% stenosed lesions in the proximal left anterior descending artery with heavy calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion due to the anatomy. During the attempt to cross the lesion the proximal shaft separated outside the patient. The device was removed without issue. Two non-abbott sds were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.